Event description:
It was reported that a spectrum pump displayed errors during volume accuracy testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: there was no patient involvement . The device was received for evaluation. During evaluation, the reported error codes 603, 601 and 102 displayed during volume accuracy testing were not reproduced. A review of the event history log revealed 'system error 603' and 'system error 102'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The error code 601 was not verified. 'System error 102' was verified and the cause was not determined. The 'system error 603' was verified. The cause of the condition was determined to be contamination on the rear case battery pins. The rear case requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as system errors during testing would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.